Event description:
The pt experienced an overdose. The pump was stopped. The pt was in the hospital. It was thought that the pt overdosed due to becoming opioid naive and then starting daily dose being set too high. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).